Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 not opening. A field service engineer (fse) replaced the controller board and optical sensors and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ICU matrix 1 drawer had failed, matrix drawer with return bin was failing. Nurse stated that if they "bump it", they were able to get it to work again. User had already reset it a few times that day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.